Manufacturer narrative:
(B)(4). Only the proximal portion of the balloon was returned in a used and damaged condition. Per dfmea, balloon burst, compliance, and fatigue verification testing performed. The related burst pressure (rbp) is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. Only the proximal portion of the ruptured balloon was returned. An examination did not reveal any longitudinal tear. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture likely propagated longitudinally in the distal portion (not returned) until the point of highest constriction, at which point it then tore circumferentially. The balloon rupture ultimately resulted in difficulty removing the device. Additionally this was a second use of the balloon (after post dilation of the left side). The balloon may have suffered damage during the dilation of the left side or during withdrawal through the stent. Inflation pressures were not provided nor were any detail of the pt's anatomy. The returned proximal portion still retains evidence of rewrap suggesting inflation pressures within the ranges stated in the IFU. The most likely cause was damage to the balloon associated with the previous dilation of the stent on the left side. Root cause is inconclusive. We will continue to monitor for similar complaints. No action steps are necessary as there is insufficient risk.

Event description:
A female pt underwent stenting of the iliacs on (B)(6) 2012. There was placed kissing stents in the iliacs with two zilver flex stents; 8x60mm z flex on the right and 8x40mm on the left. No problems at this stage but when postdilatation was attempted with a 7mm advance 35lp balloon catheters, the left side inflated as normal but the right side ruptured almost immediately upon inflation. There was then an attempt to pull the balloon out and this was not successful as it was stuck. After several attempts to remove the balloon without any luck, the doctor decided to cut the hub of the balloon catheter off and go up with an introducer to be able to pull it out easier. The doctor went up to a 9 french introducer and still no luck. After several attempts the balloon catheter snapped off at the proximal radiopaque maker. The dr then called the surgeon and it was decided that the pt needed surgery to remove the remaining balloon. Upon removal, they could see that the upper middle part of the balloon had been compressed down to the distal part of the balloon catheter and was therefore acting as a "plug" hence the difficulty removing it. Surgery and removal went fine and the pt is fine. The intended treatment was successful once the ruptured stuck balloon was removed.